Event description:
Patient underwent gastric banding approximately 2 years ago for morbid obesity. She had an uneventful postoperative course until the last two months. She experienced a six week history of left upper quadrant pain without fever, chills, nausea, or vomiting. Her weight loss has been maintained after losing an excess of 100 lbs. An endoscopy showed a greater curve erosion with the band, with some granulation tissue around it, and small ulceration. The patient returned to surgery for laparoscopic removal of lap band due to posterior erosion of the band into the gastric mucosa. The band was laparoscopically freed for the entire length, unbuckled and removed. Patient then returned 2 days later for additional laparoscopic surgery due to abdominal pain with increased pneumoperitoneum on abdominal x-ray. A perforation was closed and reinforced with "modified thal patch". Patient continues recovery in facility at time of report.what was the original intended procedure?lap banding for obesity.